Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the physician had difficulty deflating the occlusion balloon during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted and performed pre-dilatation, stenting and post-dilatation on the vessel. The physician attempted to deflate the occlusion balloon but it would not deflate completely. The physician waited additional time to see if the occlusion balloon would deflate completely, however, the occlusion balloon was still partially inflated. The physician decided to remove the occlusion balloon still partially inflated from the patient. The physician completed the case. The patient is reported to be fine.